Event description:
It was reported that the user received an occlusion alert on the infusion set and, after detaching and attempting to prime and observe drops without success, resolved the issue only after performing a full supply change, consistent with an obstruction of flow at the connector/coupler. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem consistent with an obstruction of flow involving the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.